Event description:
Information was received that during use of this smiths medical cadd solis vip pump, the pump exhibited continuous air-in-line alarms during continuous nafcillin therapy. It was reported that this was extremely distressing to the patient and the prescribed antibiotic couldn't be infused. The infusion was not life-sustaining. No patient consequences were reported. No adverse effects were reported.